Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.